Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('they found out my coils had migrated into my uterus/both coils are in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity in 1991. In 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal distension ("bloating") and flatulence ("gas"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and ovarian enlargement ("one of her ovary enlarged."). The patient was treated with surgery (to remove essure). At the time of the report, the device expulsion and ovarian enlargement outcome was unknown and the abdominal distension and flatulence was resolving. The reporter considered abdominal distension, device expulsion, flatulence and ovarian enlargement to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('they found out my coils had migrated into my uterus/both coils are in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity in 1991. In 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal distension ("bloating") and flatulence ("gas"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and ovarian enlargement ("one of her ovary enlarged."). The patient was treated with surgery (to remove essure). At the time of the report, the device expulsion and ovarian enlargement outcome was unknown and the abdominal distension and flatulence was resolving. The reporter considered abdominal distension, device expulsion, flatulence and ovarian enlargement to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received event " one of her ovary was enlarged" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On 6-apr-2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced abdominal distension ("bloating") and flatulence ("gas"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown and the abdominal distension and flatulence was resolving. The reporter commented: as per source document plaintiff states that she had normal bowel movement post surgery (essure removal). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('they found out my coils had migrated into my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6)2016, the patient experienced abdominal distension ("bloating") and flatulence ("gas"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the device expulsion outcome was unknown and the abdominal distension and flatulence was resolving. The reporter considered abdominal distension, device expulsion and flatulence to be related to essure. Most recent follow-up information incorporated above includes: on 10-jan-2020: social media content received : medical device removal was deleted. Events added- device expulsion. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.